Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25 alarms noted during testing, however pump error 25 alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received power error alarm. The customer's blood glucose level was 9 mmol/l at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump received power error within week of troubleshoot. The customer also stated that the insulin pump will need to be replaced. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.